Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had hard time to read. Customer did not use auto mode. Customer received insulin flow block alarm, performed a 5.0 unit fill cannula and insulin exited 0.025 unit. Cannula was not bent. Customer wishes to run an additional 5 unit fill cannula and the results of prime was insulin did exit. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.